Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was over 600 mg/dl with very large ketones (identified as dangerous). An emergency medical technician administered an insulin injections to address the high bg level. After the bg level was lowered, the customer was able to change the cartridge, infusion set, site and insulin. The customer was not hospitalized. As the occlusion had occurred in the past and the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. Reportedly, the customer was using apidra insulin.